Event description:
The device was used during a gastric bypass procedure. Reportedly, the anvil disengaged into the pt's cavity. The surgeon was able to remove the component and used another instrument to complete the procedure. The hosp has reported no pt injury occurred.

Manufacturer narrative:
The reported condition has been confirmed and attributed to a broken support. Corrective action has been implemented.